Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a mtp fusion surgery the cortical screw head sheared off when inserting. No excessive force was used. As the screw contacted the plate, one turn of the screwdriver caused it to shear off. They had to leave the broken screw in the bone. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that only the head of the screw was returned for investigation. No problem was noted with the head of the screw. The cause of this remains undetermined.